Manufacturer narrative:
Please retract this report 2017865-2013-04872. The same issue was reported as 2017865-2013-04758.

Event description:
It was reported that the atrial lead exhibited noise and an insulation break. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.